Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.